Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was something like a burr on the tip of the irrigating aspirating (I/a) tip. The surgery was completed after replacing the product. There was no patient harm.

Manufacturer narrative:
Additional information is provided. No further information was able to be obtained from this customer. However, an irrigation/aspiration (I/a) tip was returned for evaluation. The (I/a) tip was received for evaluation. A visual assessment of the returned sample was performed using a microscope at 80x-200x, but it did not show any visual nonconformities. There was no problem found with the sample. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).